Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An (as-received) simulated treatment was initiated and completed on the cycler without complication. The cycler underwent and passed system air leak and valve actuation testing. There were no visual discrepancies found during an internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The contact of a peritoneal dialysis (pd) patient called technical support (ts) to troubleshoot an unknown alarm. During the call, it was learned that the patient had experienced an increased intraperitoneal volume (iipv) event during a previous treatment. The patient¿s treatment data was reviewed and the iipv was confirmed. The patient¿s largest drain volume of 4005 ml was 182% of the patient¿s largest fill volume during the treatment, 2206 ml. The largest drain volume occurred during the patient¿s last exchange. The patient¿s contact said the patient would not perform an alternate method of pd therapy. As a result of the iipv event, the ts representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn). It was confirmed that the patient¿s pd clinic was informed. Upon follow up with the clinic, a pdrn confirmed the patient did not experience any symptoms, adverse effects, or require medical intervention as a result of the reported event. The patient has received their new cycler and is continuing pd therapy with no further issues. It was unknown if the patient had missed any treatments. The patient¿s prescribed treatment for continuous cycling peritoneal dialysis (ccpd) is 4 exchanges of 2200 ml, with a last fill of 1000 ml, and no daytime exchanges. The pdrn confirmed the patient was trained on performing stat drains, as well as manual pd therapy if necessary. The cycler was reportedly returned to the manufacturer for physical evaluation.